Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2018: a (B)(6) male patient underwent tevar. The patient's anatomy was suitable for the procedure and the procedure was conducted as usual. The stent graft was implanted in the descending aorta by left approach without touch-up. Endoleak was not confirmed during the procedure. On (B)(6) 2018: follow-up CT confirmed unknown type endoleak, but no treatment was performed. Follow-up CT is planned in three month. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr232439. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: a 79-year-old male patient underwent tevar. The patient's anatomy was suitable for the procedure and the procedure was conducted as usual. The stent graft was implanted in the descending aorta by left approach without touch-up. Endoleak was not confirmed during the procedure. Follow-up CT confirmed unknown type endoleak, but no treatment was performed. There have been no adverse effects to the patient reported and follow-up information confirmed that the endoleak did resolve. For the investigation post implantation cta is provided along with the reported event information. An endoleak is confirmed and was likely through a suture hole, given its central greatest density, while the aortic enhancement was still even greater in the absence of other source. Because the endoleak occurred where two of the stent struts were able to disproportionately expand through the aneurysm neck, the greater tension placed on the associated sutures likely increased the risk of suture hole enlargement. According to the reviewing physician, the wall of the aneurysm is vaguely distinguished from large adjacent pleural effusions. Given some ascites and a poorly perfused liver, liver failure and hepatic hydrothorax is suspected. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). Investigation still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2019: date unknown: it was confirmed that the endoleak had disappeared.

Event description:
Correction received on 13nov2018: date of follow-up CT was performed on the (B)(6) 2018.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Description of event: date of follow-up CT is corrected from (B)(6) 2018 to (B)(6) 2018. Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.